Event description:
It was reported that the port was implanted in 2002, and used uneventfully for eight months. At this time, the physician could no longer draw blood from the port. An x-ray revealed that the catheter had separated from the port with a piece in the left ventricle. The catheter was retrieved in interventional radiology. There were no pt complications.